Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his right eye (od) on (B)(6) 2013. The patient reported is experiencing halos/starring and has decreased night vision. The facility reported the date of the last visit was (B)(6) 2014. The patient had prk in both eyes and the problem was resolved. The icl remains implanted. The patient's visual acuity post-op was 20/20 and the prognosis is excellent.

Manufacturer narrative:
(B)(4) - halo; (starring); (decreased night vision). Device code: device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient was experiencing some subjective visual disturbances ("halos" ,"decreased night vision") following icl implantation one year ago. Prk was performed for residual refractive error. According to the dcr, dated on (B)(6) 2014, the reported event resolved and was not attributed to the device. Lens remains implanted. Prk was performed and prognosis was excellent (va 20/20) (secondary surgical intervention was performed). Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).